Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va0uj5l, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient had excellent benefit from her vim electrode but had wound breakdown and most likely needed to have the system removed. It was reported the patient's skin was eroding at the location of the deep brain stimulation (dbs) lead. According to the surgeon, the patient's skin was too thin and could no longer support the existence of a lead beneath the scalp. The hcp emailed the rep asking about the possibility of performing a gamma knife thalamotomy. This would mean delivering 140 gy of radiation to an electrode in a single session. The hcp was looking for literature regarding the issue. The cause of the issue was unknown. The issue was not resolved at the time of the report. No surgical intervention occurred; it had been planned but not yet scheduled. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported full system explant was tentatively scheduled for (B)(6) 2019 at noon. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating all dbs components were explanted on (B)(6) 2019. This explant is planned to be permanent and the surgeon plans to use gamma knife on the patient. No further complications were anticipated.